Event description:
It was reported that the pt was in pain and had a poking feeling in his back. It was also reported that the pt could not feel stimulation when increasing the amplitude. The pt programmer and recharger showed that the implantable neurostimulator was on. Add'l info rec'd reported that the pt also experienced a burning sensation and also experienced a lack of effect. Add'l info has been requested from the hcp, but was not available as of the date of this report.